Manufacturer narrative:
The device was not inspected. Customer cancelled service call. A field service engineer closed the complaint, since the customer confirmed that issue had been resolved. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie pocket were failed and not detected on bus. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.